Event description:
It was reported that ongoing intermittent occlusion alarms occurred leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s (bg) levels were displayed as ¿high¿; however, a specific value was not provided. The customer addressed the elevated bgs by a correction bolus via the pump without requiring third-party assistance. Reportedly, the customer cleared the alarm and continued to use the pump for insulin therapy.